Event description:
It was reported that the device reached elective replacement indicator early. According to the patient, the device alerted one beep every three minutes; however, there were no alerts noted on the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Product performance information was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Device was not at elective replacement indicator as of explant. (B)(4): 5076 implantable pacing lead 2010-(B)(6); 4296 implantable pacing lead 2011-(B)(6). (B)(4).